Event description:
Customer reported via phone, she had issues with reoccurring no delivery alarms for the past two weeks. Troubleshooting wasn't performed as issues had been resolved with a complete set change. Her blood glucose was 175 mg/dl by the time she woke up. Customer called back on (B)(6) 2015, and reported the issue continued and has been reoccurring for the past 3 weeks. Blood glucose levels have been 250-300 mg/dl, and corrects with manual injections. Had low blood glucose of 57 mg/dl overnight. She the insulin pump, reservoir, and infusions set have been replaced and issue continues. Her doctor was unable to determine scar tissue. Troubleshooting was performed and changing out the infusion set resolved the current issue. The alarm might have been caused by an infusion set or reservoir occlusion. Different types of infusion set were sent to the customer. The reservoir is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.